Event description:
No pump was returned to fresenius kabi for evaluation. The reported issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: sent to depot for repair. Preliminary investigation: pneumatic valve actuation failure (valve 1). Could the issue stop an active infusion: yes. Did the issue stop an active infusion: yes. Could the issue result in an over/under infusion: yes. Did the issue result in an over/under infusion: no. Could this issue prevent an infusion start up: yes. Replaced full pneumatics system: placed pump in bring up mode and sent to the test line. Passed all stations of the test line front housing. Provisioned pump to 08 server. Sent to heratherm. Loaded into heratherm @19:03 and (B)(6) 2025. Passed heratherm pulled at 07:03 (B)(6) 2025. Failed control system startup check - backlight not functioning. Sent to testline for further investigation. Opened up pump checked connections pump in bring up mode and sent to the test line passed all stations of the test line front housing provisioned pump to 08 server. Sent to heratherm. Loaded into heratherm @16:00 and (B)(6) 2025. Passed heratherm pulled at 04:00 (B)(6) 2025. Lvp burn-in test - pass. 24 hour dwell - complete. Pump log retrieval - pass. Control system startup check - pass. Flow accuracy test - pass. Electrical safety test - pass. Provisioned pump to mayo server. Returned to service. Work order type: corrective maintenance. Order description: note states "pump needs to be serviced". Problem cause: equipment alarm/error. Resolution code: replaced part. Resolution detail: pump problem/error code. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)? No. Question 2 did the issue stop an active infusion (yes, no, unknown)? No. Question 3 list name of any drug administrated if known: n/a". A preliminary review identified the following issue: undefined pneumatic system component failure. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.